Event description:
Caller reported that the t:slim x2 pump battery would not charge, and there was a power source alert labeled as alert 07 in the pump's history. Despite the initial issue, the customer mentioned no adverse impact on their blood glucose level. The customer was advised by technical support to plug the wall adapter into a known working outlet for at least 30 consecutive minutes. Following this guidance, the pump began charging, and no further assistance was required.